Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, in order to perform an abutment removal procedure.